Manufacturer narrative:
On 1/21/2020, the product investigation was completed. Device investigation summary: upon visual inspection of the picture, it was observed two implants were rupture. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. All mentor product is 100% inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. An investigation of the returned photo was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old female caucasian female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the right side, suffered capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2005 with the following devices: 600cc mentor memorygel breast implant catalog: 3506001bc lot: 5575297 sn: (B)(4) and (right) 600cc mentor memorygel breast implant catalog: 3506001bc lot: 5575297 sn: (B)(4).